Event description:
The ep lab supervisor stated, that they were performing a lead removal procedure and had been lasing for 10 minutes and had approx an inch remaining to be able to remove the lead using a 16fr catheter. That is when the power error and fault light occurred. They shut down the laser and powered up again. They then tried to calibrate the catheter again with no success. The laser was still showing power and fault errors. Subsequently the pt was taken to the or and the lead was removed after a thoracotomy.

Manufacturer narrative:
A spectranetics field service engineer inspected the laser for the alleged failure in 2008. The laser was operating correctly upon arrival. He calibrated three different catheters several times each and all calibrated the 1st time with no problem. He checked all of the outlets in the cath lab and ep lab and found them to be the proper voltage. He then tested the laser for over 30 minutes with no faults or errors.